Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 7:00am¿ the patient manages his diabetes with insulin (no adjustments) and reported that on (B)(6) 2015 to (B)(6) 2015 he skipped or stopped taking 7 units of novalog as a result of the alleged product issue. The patient stated that ¿4 hours¿ after the error message appeared he developed symptoms of ¿sweating and unable to talk¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that the meter error message was unknown and was unable to walk through a retest as the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.